Manufacturer narrative:
This report or other informtion submitted by joerns healthcare under 21 cfr part 803, and and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that resident was being transferred from shower chair via mechanical lift when sling loop separated at point of tension resulting in a fall. Resident slid to the floor and was immediately assessed by the nurse on duty. Resident was sent out to the emergency room for evaluation and treatment. After inspection of the hoyer presence it was noted that all components of the lift were in good working order. Inspection of the sling that was used during the incident indicated that a drive full body sling was used during the transfer. Two of the loops were severed on one side and another loop was frayed on the opposite side. Complaint (B)(4) was entered into our system.